Event description:
This patient experienced pain, a shock sensation, and non-auditory sensations to the point that the device was ineffective. Based upon clinical judgement, the implant team elected to explant due to the severity of the side effects.